Manufacturer narrative:
This report is being submitted as part of the remediation for CAPA (B)(4).

Event description:
The customer reported the external battery low. The device was in clinical use at the time of the occurrence. No patient harm reported. Attempts were made to obtain patient information, but there was no response.